Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 500 mg/dl while wearing the pod between 24 and 36 hours on the arm. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, manual injection was administered and water given. The ketones were large and the pod was discarded.